Event description:
See also manufacturing # 3004209178200900176. It was reported that the pt experienced constant tingling and numbness which were noted to be "side effects" when the device were on and off. It was noted that the pt also experienced a shocking sensation. When both of the neurostimulators were off, the pt experienced less tingling and numbness in the tips of her left toes. When the right neurostimulator was on, the pt experienced tingling and numbness in her left "calf to foot". When both of the neurostimulators were on, the tingling and numbness was "bad" in her left leg. In the middle of the night on (B)(6) 2008, the pt experienced "shooting" and "something wet" across her buttocks. The pt experienced severe pain at the implant site for one week post implant, and was unable to go to work. The pt has tried several different settings on the left device. She was reprogrammed on (B)(6) 2008 on one side but it had no effect. The pt's clinician tested the leads and confirmed that they were still in place. While the leads were being tested, the neurostimulator was off but the pt could still feel stimulation. Last night, the pt twitching of a nerve when placing her hand below her knee cap. Her right side was okay but the left side was weak. Her nerves were sensitive due to not having stimulation on high, it was below a 1. The pt currently has only the right neurostimulator on and is still experiencing tingling and numbness. The pt's device is not working for her and she may have it removed. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).